Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced abdominal wall hernia.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced abdominal wall hernia coincident with peritoneal dialysis (pd) therapy. The abdominal wall hernia was further described, as small mesenteric fat herniation at the port removal site, where a little fluid was found suggesting high potential of post operation change. The cause of the hernia was not reported. One day prior to receipt of this report, the patient was hospitalized and the hernia was surgically repaired. The next day, the patient's pd therapy was discontinued temporarily; however it was reported that it would be resumed due to "reduced injection volume" (not further described). At the time of this report, the patient was recovering from this event. No additional information is available.